Event description:
It was reported that the pt experienced a loss of stimulation following a fall. The pt was unable to achieve stimulation by adjusting settings or changing programs. It was verified that the implantable neurostimulator was on. It was also reported that the pt experienced problems recharging. The pt was unable to link the implantable neurostimulator to the recharger. The pt expressed concerns about battery levels since they have not charged frequently. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)